Manufacturer narrative:
Button error alarm due to corroded keypad traces. Unable to test for unexpected restart and the one minute destructive ram test failed alarms due to button error alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and unexpected restart. The customer received the unexpected restart alarm after a battery change. When the customer was asked to press the escape button, several screens would scroll through the display and stop on the status screen. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.